Event description:
It was reported that this right ventricular (rv) lead was exhibiting noise and oversensing. An x-ray was performed, and a lead fracture was identified. This lead extraction could not be performed; therefore, it was surgically abandoned, and a new lead was implanted instead. No additional adverse patient effects were reported.